Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2022, it was reported by a arthrex employee via email that an ar-7534 fiberloop suturetape needle loop broke. This was discovered during a procedure on (B)(6) 2022. A new product was used and case was completed successfully without further issues. Additional information received on (B)(6) 2022: this was discovered during a pcl repair and all broken fragments were removed from inside the patient.